Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Additional information obtained from the field representative that the leads were tangled inside the pocket. The rv lead was explanted. No additional adverse patient effects were reported.